Event description:
Customer used 150 ml of contrast at a flow rate of 1.5 ml with a 21 gauge catheter. 70 secs after the injection started the tech did not see any contrast media on the first slice of the exam. The tech checked the pt and discovered an extravasation had occurred under the patch, the injection was stopped. The tech indicated that the eda (extravasation detection accessory) did not stop the injector when the extravasation occurred. No arm scan was performed subseqeunt to the event, however, no enhancement was noted on the images indicating that all of the injected contrast (approx 127 cc's) extravasated. Pt condition was okay and no medical intervention was required. The pt's exam was rescheduled for the following week.